Event description:
Pt underwent uneventful lasik on (B)(6) 2014. Presented for post op exam stating he has rainbow glare around lights. "Seems to be in both eyes." Vasc 20/25 od, 20/25 os 20/20 ou. Ref MFR ref#: 3003288808-2014-01812.